Event description:
It was reported that a patient had some issues at night with night sweats and had been using stimulation ¿very little¿. It was reported that the patient would wake up and his legs would feel like stimulation was on, but it wasn¿t. It was stated that it felt like stimulation was on at all times in his legs and that it was ¿real light, like if you put your tongue on a battery when you were a kid¿. The patient stated that he has felt it for about 2 weeks and that it was ¿very annoying¿ and ¿not like a hard stimulation, nowhere near what he used normally¿. It was stated that the patient felt the stimulation enough that he had taken his programmer out to turn stimulation off only to discover it was already off. It was stated that the patient knew he would feel stimulation a little bit if he were to turn it off ¿after using it heavy¿, but this had been going on for an extended period of time and he had been using stimulation more infrequently. It was stated that the stimulation was in his ¿mid-thigh on down¿ and not in his back.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 5 weeks later reported stimulation was turning on by itself and turning on randomly. The patient reportedly only used stim once in a blue moon. He reportedly stopped using stim when it started turning on by itself, which was at the end of (B)(6) 2014. The issue was occurring at least 2-4 times a week, and would last for hours or sometimes shorter periods of time. The patient was reportedly not using adaptive stimulation (as) and it was reportedly never enabled. The patient reportedly fell down the stairs the second week in february and hit himself on the side where his battery was. However, it was reported the issue with stim turning on started before that. The patient was getting good coverage when stim was on. It was noted that when stim turned on by itself, the patient felt like stim was on at reduced power. When this happened, the patient reportedly only felt stim in both legs and not in the back, which is where he got stim if it was turned on normally. When stimulation turned on by itself, the patient checked the implantable neurostimulator (ins) and it showed that stim was off. The patient was not having any stomach stim, which reportedly occurred when in the side lying position and when he shoveled snow. It was also reported that when the rep was setting up as for the patient, the patient was feeling stim sensation when he was set to 0v while lying on his side, and when he changed to an upright position. The managing physician thought the patient had a bad ins. Impedances were checked, and it was reported electrodes 9.10, and 15 were greater than 10,000 ohms. These electrodes were reportedly not being used in programming. Other impedances were reportedly within normal range, 1800-1600 ohms. It was reported that palpation was negative for stimulation changes when performed with stim off the day of current report. The patient saw surgery after he met with the manufacturer representative (rep) at the end of (B)(6). Additional information received reported there were no malfunctions seen and the cause of the issue was undetermined. The patient&#38112;battery was reportedly reoriented and as was put on program a and program b had manual stim on it. The rep had not heard back from the patient. A supplemental report will be sent if any additional information is received.